Event description:
One day after undergoing triple (cypher) stent implantation, the patient underwent an emergent procedure for sub acute thrombosis of the previously treated vessel. The thrombus was located within the implanted stents. The vessel was pre-dilated from the distal stent to the first stent. A fourth cypher stent (cws18300) was deployed in the rca overlapping the cws13350 and the cws18350. The stent was post dilated, and after the dilation, the distal vessel flow was poor. A cypher cws13350 and a cws13250 were deployed overlapping the distal cws18350. The patient was transferred to the ICU. Sometime after the procedure, the patient was removed from the ventilator assistance at the request of the family, and the patient expired. No autopsy was performed, and the cause of death was right ventricular infarct and shock, brain infarct, coagulopathy and thrombocytopenia. The patient was compliant with antiplatlet therapy.

Manufacturer narrative:
The patient was emergently admitted with an acute myocardial infarction and chest pain. The medical history consisted of hypertension, hypercholesterolemia and hepatic impairment. The patient had no known allergies. The angiogram showed occlusions in the proximal, mid and distal sections of the (rca). Right coronary artery. The vessel diameter was 3.5mm. There was no information regarding the vessel or lesion characteristics. The lesion was pre-dilated with a 15mm balloon at 7.5 atmospheres for 20 seconds. Three cypher stents were deployed in the vessel a cws 13350 was deployed in the mid rca. A cws 18350 was deployed in the proximal rca and a last stent a cws 18350 was deployed overlapping the mid stent cws13350 distal end. No stent was overlapping the proximal stent. The inflations pressure utilized to deploy the stents were at 12 and 14 (x2) atmospheres for 15, 20 and 30 seconds. The stent to vessel sizing were the same size. No ivus study was conducted. Angiographically the stents appeared perfectly deployed. There was no dissection noted. A 50% distal lesion was left untreated. Healthy tissue to healthy tissue appeared to be covered by the stents. The stents were post dilated with 3.5x18mm cypher balloon at 14 atmospheres for 10 seconds. The residual stenosis was 0%. The timi flow pre-procedure was zero and post procedure was initially two, but after was three. During the procedure, heparin 6,000 units, asa, repro a gpiibiiia agent, dopamine, procainamide, zofran and optiray contrast were administered. No antiplatlet medication was given during the procedure. The act was 310 seconds. After the procedure, the patient was transferred to the (ICU) intensive care unit. During the night, the patient de-compensated, but was stabilized. The patient with a history of hypertension, hypercholesterolemia and hepatic impairment underwent the emergent implantation of three cypher stents to the right coronary artery (rca), due to an acute myocardial infarction (mi). The patient "decompensated" during the night and returned for repeat angiogram the next day that revealed a totally occluded rca. Balloon angioplasty and additional cypher stents were placed. However, the patient is reported to have expired at an unk time after the second procedure following the removal of mechanical ventilatory support. Cause of death is noted as a right ventricular infarct (mi) and brain infarct. Initially, the target lesion was pre dilated and a 3.5 x 13mm cypher was placed in the mid rca, followed by a 3.5 x 18mm cypher in the proximal rca and a 3.5 x 18mm cypher in the distal rca. The mid and distal stents were overlapping. The stents were post-dilated. Distal disease (<50%) was left untreated. Timi flow pre-procedure was zero and post procedure was 3. The safety and effectiveness of the cypher stent has not been established in patients with an acute mi, where there is evidence of poor flow. During the procedure, the following medications were administered: heparin 6,000 units, asa, repro a gpiibiiia agent, dopamine, procainamide, zofran and optiray contrast. Act was 310. The second procedure included balloon angioplasty followed by a 3.0 x 18mm cypher stent that was placed to overlap the proximal and mid stents. However, poor distal flow remained in the previously untreated distal rca lesion and two additional cypher stents (3.5x 13mm and a 2.5 x 13mm) were placed overlapping the distal stent placed during index. The safety and effectiveness of the cypher stent has not established in patients with more than two overlapping stents. During hospitalization, the patient is also reported to have experienced st elevation, shock, coagulopathy and thrombocytopenia. It is unclear at what point during the course of treatment these symptoms presented. It is also unk, if the rv infarct that is reported was the mi noted upon admission or if the patient re-infarcted following stent placement. The brain infarct was not specified as ischemic vs hemorrhagic. The patient's medical history and condition at the time of the initial intervention placed her at an increased risk of a major cardiac adverse event. As previously noted, the patient was removed from mechanical support and later expired. Exact date of death is unk. No autopsy was performed. The product was not returned for analysis. The device history review for catalog: cws13350/lot: a0606090 was conducted. Product met quality requirements for product acceptance", procedure requires collecting information on the aggregated DHR review report. DHR review report is located at following address: l:/miami/fal/router requests/adverseeventdatabase. Based on the available information, there are patient, vessel and procedural factors that may have contributed to the deterioration in the patient's condition and unfortunate death. This is the first of six products used during the same procedure on the same patient, which is associated with mfg report #3003742446-2006-00614, 17,18 and 19.